Event description:
Physician attempted to use a silverhawk atherectomy device with a 6fr 45 cm sheath and 0.014 guidewire for the treatment of a 100-300mm moderately tortuous severely calcified lesion which exhibited 70-80% stenosis located in the left proximal mid popliteal artery <(>&<)> anterior tibial (at) artery of diameter 2-2.5mm. The IFU was followed and the vessel was pre-dilated. Guidewire was hydrated at prep. Severe resistance was felt during initial advancement. Device was unable to cross lesion. Device was advanced over bifurcation. Guidewire lumen was torn from distal tip. At was pre dilitated with a 2.5x 200 pta. A new catheter was able to advance post dilatation to treat lesion and complete the procedure. No damage was done to the vessel. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.